Event description:
The tubing has a cut in the line that was discovered once fluid was administered. Manufacturer response for IV tubing, (brand not provided) (per site reporter) via email today with photo attached.